Manufacturer narrative:
Argus case: (B)(4).

Event description:
Think I've been taking it for 4 hours [accidental device ingestion]. My chest hurt [chest pain]. I'm dizzy. [Dizziness]. My throat hurts [throat pain]. I think I'm going to die now [feeling abnormal]. I don't know if I'm allergic to it / maybe I'm allergic to it [device allergy]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a female patient who received glycerin (biotene oral rinse (unspecified variant)) mouth wash (batch number unk, expiry date unknown) for dry mouth. Concurrent medical conditions included tongue dry. On (B)(6) 2021, the patient started biotene oral rinse (unspecified variant). On (B)(6) 2021, less than a day after starting biotene oral rinse (unspecified variant), the patient experienced accidental device ingestion (serious criteria gsk medically significant), chest pain, dizziness, throat pain, feeling abnormal and device allergy. The action taken with biotene oral rinse (unspecified variant) was unknown. On an unknown date, the outcome of the accidental device ingestion, chest pain, dizziness, throat pain, feeling abnormal and device allergy were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to biotene oral rinse (unspecified variant). The reporter considered the chest pain, dizziness, throat pain and feeling abnormal to be related to biotene oral rinse (unspecified variant). The reporter considered the device allergy to be possibly related to biotene oral rinse (unspecified variant). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event information was received via call center representative on (B)(6) 2021. The consumer reported, "biotene oral rinse. I think I've been taking it for 4 hours. My mouth was very dry and my tongue. I don't know if I'm allergic to it. My chest hurt. Maybe I'm allergic to it. I took it and now I'm dizzy. I took it on an empty stomach and I think I'm going to die now. My throat hurts. Can I speak with somebody else?".